Event description:
It was reported on (B)(6) 2012 that approximately a month prior the device quit working. The stimulator would not communicate with the handheld programmer. The patient's health care provider did not know why it had quit working. The patient had a loss of therapeutic effect. On (B)(6) 2012, it was reported that the device and lead was replaced.

Manufacturer narrative:
Product ID 3889-28, lot# v079092, serial# implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).